Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found producing a false negative result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: result problem. The mgit team reported a negative result of the culture 430123423462, which had a pcr in genexpert detected for m. Tuberculosis in high concentration for which we checked the tube observing flocs, a smear was made on the culture giving this positive and with an immunochromatographic test positive.

Manufacturer narrative:
H6. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1085594 was satisfactory per internal procedures. Formulation, filling, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints for performance has been taken on this batch. Retention samples from batch 1085594 (100 tubes) were available for inspection. No media defects were observed in 100/100 retention samples. The retention samples were tested per procedure for growth and antibiotic susceptibility. All performance testing was satisfactory per procedure for growth and antibiotic susceptibility. Two photos were received to assist with the investigation: the first photo shows some computerized results. No product information is presented in the photo. The second photo shows a partial tube. There appears to be growth in the tube. No product information is presented in the photo. Without product information a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important information such as batch/lot number must be provided. No returns were received to assist with the investigation. The complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found producing a false negative result. Confirmatory smear, pcr, and immunochromatographic testing were performed, and the results were positive. Erroneous results were not reported out, and there was no patient impact. The following has been provided by the initial reporter, translated from spanish: result problem. The mgit team reported a negative result of the culture (B)(4), which had a pcr in genexpert detected for m. Tuberculosis in high concentration for which we checked the tube observing flocs, a smear was made on the culture giving this positive and with an immunochromatographic test positive.

Manufacturer narrative:
B5. It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found producing a false negative result. Confirmatory pcr, smear, and immunochromatographic testing were performed, and the results were positive. Erroneous results were not reported out, and there was no patient impact. The following has been provided by the initial reporter, translated from spanish: result problem. The mgit team reported a negative result of the culture (B)(6), which had a pcr in genexpert detected for m. Tuberculosis in high concentration for which we checked the tube observing flocs, a smear was made on the culture giving this positive and with an immunochromatographic test positive.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found producing a false negative result. Confirmatory smear, pcr, and immunochromatographic testing were performed, and the results were positive. Erroneous results were not reported out, and there was no patient impact. The following has been provided by the initial reporter, translated from spanish: result problem. The mgit team reported a negative result of the culture (B)(6), which had a pcr in genexpert detected for m. Tuberculosis in high concentration for which we checked the tube observing flocs, a smear was made on the culture giving this positive and with an immunochromatographic test positive.